Event description:
The customer reported via phone call that the insulin pump had an unresponsive keypad. The buttons became unresponsive after they received a low reservoir alarm and changed the reservoir. The customer is unable to clear the alarm after changing the battery. The caller did not know the blood glucose reading. There were no significant events leading to the alarm observed. The customer was advised to discontinue using the insulin pump and to revert to their back-up plan.

Manufacturer narrative:
The insulin pump was received with unresponsive act button due to flattened dome. The insulin pump was received with minor scratches on lcd window and cracked battery tube threads.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.